Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted no obvious defects. The samples were evaluated under the male external catheter adhesive peel strength test. All the samples were within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿fitting the sheath the sheath is a strapless penile sheath: it has an adhesive coating inside to ensure a safe and simple procedure for fitting. If necessary trim pubic hair. Clean and dry pubic area. Remove sheath from its wrapping place rolled end over the end of the penis, leaving a small space between the end of the penis and the cup of the sheath. If uncircumcised do not retract the foreskin but allow it to remain over the glans. Avoid contact between the adhesive and the glans. Slowly unroll the sheath along the shaft of the penis, then gently squeeze the sheath around the penis to ensure even adhesion, try to avoid leaving a rolled ¿collar¿ of sheath around the base of the penis. Finally connect the urine collection bag. Always check that the connections are secure before use. Wear time will vary from user to user. It is recommended that the sheath be changed every 24 hours for reasons of hygiene. To remove: the sheath may be removed gently it off the penis. Avoid simply pulling the sheath off. Removing the sheath whilst having a bath or shower may increase comfort. Do not use on irritated or compromised skin. Discontinue use if irritation occurs." (B)(4).

Event description:
It was reported that approximately 6 sheaths, received in 1 box, were so sticky that there was trouble getting them off. The patient stopped wearing them for a few days, due to soreness.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 6 sheaths, received in 1 box, were so sticky that there was trouble getting them off. The patient stopped wearing them for a few days, due to soreness.